Manufacturer narrative:
The manufacturer did not receive the devices as these were retained by the patient. Although x-ray pictures and surgical reports were provided, the cause of the event reported could not be ascertained at this point in time. The lot numbers were not provided for the devices, hence the device history records could not be reviewed. An email has been sent to the country manager to request the missing lot numbers of the devices and according to the reporter, we will not get the devices back as per communicated by the hospital. Once more information is received, an updated report will be submitted. Zimmer reference number: (B)(4).

Event description:
On (B)(6) 2014, the patient underwent surgery due to dislocation and intertrochanteric femur fracture, left. The patient was treated for trochanteric fracture with gamma nail, and hip screw 100mm distal. Several weeks post-op, the patient experienced pain. Patient underwent revision surgery on (B)(6) 2014. During surgery, the surgeon noted that there was an apparent dislocation of the hip screw and the cut-out of the sliding screw through the femoral head. Nb: cut-out is defined here as " the collapse of the neck-shaft angle into varus, leading to extrusion of the screw from the femoral head".